Event description:
It was rpeorted that during a coronary artery drug eluting stenting treatment procedure there was stent damage. The physician was treating a lesion with a 3.0x12mm taxus express2 drug eluting stent when it was crimped. The device was removed and the case was completed using another taxus express2 stent of the same size. There were no pt complications.